Event description:
It was reported that the patient presented to the emergency room (ER) after being shocked. Device was interrogated and it was observed the patient was in backup vvi. There were no available episodes showing the shock. The device was restored. The patient condition was stable.